Event description:
The customer reported being hospitalized due to high blood glucose of 500 mg/dl. The customer was experiencing unexplained high glucose for the past five days. Troubleshooting was performed. The programming, time, and date were correct. Ran a fixed prime and high pressure test and the tests passed. The customer's most recent glucose reading was 333 mg/dl, and he has treated with manual injections. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.